Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported pain and nausea. There is no documentation to show a causal relationship between the adverse events and the liberty select cycler. The patient stated they were experiencing drain complications, however, these complications were still present when the patient utilized manual exchanges. There is no allegation of a machine malfunction reported for this event. The abdominal x-ray results have not been documented at this time. Based on available information a cause of the adverse event cannot be confirmed. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported pain and nausea remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient¿s caregiver contacted technical support for assistance to perform a stat drain. The patient was in dwell two of three and needed to go to the hospital for nausea. The caregiver had already notified the peritoneal dialysis registered nurse (pdrn) of the situation. The caregiver was advised how to complete a stat drain and cancel treatment. Additional information was obtained through follow up with the patient's caregiver. The patient was in treatment when they experienced pain (unspecified). The patient was not draining well and was transported to the emergency room (ER). The patient was released the next morning. Hospital course is unknown. Later that same day the patient was brought back to the ER as they were experiencing nausea and pain once again during treatment. The patient was in dwell two of three. The patient was kept until the next day. Hospital course is unknown. The patient had already had their liberty select cycler replaced but was still experiencing the long drains. After the hospital visits, the patient completed manual drains, however, the patient was still encountering drain complications. The patient was seen at the pd clinic (date unknown) for an abdominal x-ray to check the pd catheter (not a fresenius product) placement. The results of the x-ray were still pending. Additional information was solicited.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.